Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 1000 mg/dl. The customer was in a coma at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.